Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks delivered. No further patient complications were reported as a result of this event. The lead was returned with further information indicating an apparent lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.